Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the electronic lot history record (elhr) revealed no non-conformities associated with this lot. There was no reported device malfunction. The reported patient effects of allergic reaction and thrombosis are listed in the absolute pro instructions for use as known patient effects. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the external iliac artery with 100% stenosis. On (B)(6) 2018, the patient presented with intermittent claudication. An 8.0 x 100 mm absolute pro self-expanding stent system was successfully deployed. Post-implantation, the ankle brachial index (abi) became worse. Blood pressure of the ankle and brachial were measured and the computed tomography (CT) revealed acute in-stent occlusion [thrombosis]. On (B)(6) 2018, the patient received a follow-up exam and the patient still had claudication. On (B)(6) 2018, a CT was performed on the patient due to symptoms from (B)(6) 2018 follow-up. On (B)(6) 2018, treatment was performed to treat the in-stent thrombosis. The thrombosis in the stent was aspirated and a non-abbott stent was implanted. The patient was prescribed doses of dual antiplatelet drug therapy (dapt), post-procedure. Reportedly, the physician suspected the possibility of metal allergy due to the acute occlusion [thrombosis] which was proven by drug lymphocyte stimulation allergy test given to the patient. The patient was given direct oral anticoagulants to treat the allergy. On (B)(6) 2018, the abi level was normal and the patient was discharged. There was no adverse patient sequela reported and no clinically significant delay in the procedure . No additional information was provided.